Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received.

Event description:
An event involved a spinning spiros closed male luer, red cap where it was reported that during infusion the spiros had ¿popped off¿ the syringe and the spiros end came detached from the syringe during the push administration of doxorubicin, which is a viscous substance. The event prior to this one was the same type of event with the same drug. It had at least three issues lately with the spiros either leaking or disconnecting from a syringe when doing an IV (intra- venous) push of doxorubicin. There was patient involvement with no patient harm reported.